Event description:
A healthcare worker experienced hydrogen peroxide contact and felt a burning sensaton on both hands when she took out a tray from the stertilizer. The worker reported that the area was burning and her fingertips were white. She washed her hands under running water for five minutes and went to the emergency room (ER) where she was given bacitracin ointment and a tetanus shot. She was advised to keep the bacitracin on the contact area for 2 to 3 days. She reported the burning lasted one hour and the whitening of the skin resolved in three hours. It was also reported that the vaporizer plate was not installed properly, being off to the side and not under the vaporizer bowl.